Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received an inappropriate shock due to a suspected lead conductor fracture. No additional adverse patient effects were reported. The electrode remains implanted with the device therapy programmed off pending a revision procedure, and device data was submitted to technical services for review.

Manufacturer narrative:
This report will be updated when additional information is received.the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received an inappropriate shock due to a suspected lead conductor fracture. No additional adverse patient effects were reported. The electrode remains implanted with the device therapy programmed off pending a revision procedure, and device data was submitted to technical services for review. The local sales representative reported that some troubleshooting had been done and some artifact was able to be reproduced. Technical services reviewed the available x-rays and printouts. The x-rays showed a loop in the electrode as it exits the device pocket that may indicate a conductor fracture. At this time, evidence was still pointing to an electrode integrity issue. It was noted that the patient was no longer being followed remotely from the netherlands, as they are living in turkey now, far from the clinic. Device therapy remains off as the physician considers an electrode revision. The electrode was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received an inappropriate shock due to a suspected lead conductor fracture. No additional adverse patient effects were reported. The electrode remains implanted with the device therapy programmed off pending a revision procedure, and device data was submitted to technical services for review. The local sales representative reported that some troubleshooting had been done and some artifact was able to be reproduced. Technical services reviewed the available x-rays and printouts. The x-rays showed a loop in the electrode as it exits the device pocket that may indicate a conductor fracture. At this time, evidence was still pointing to an electrode integrity issue. It was noted that the patient was no longer being followed remotely from the netherlands, as they are living in turkey now, far from the clinic. Device therapy remains off as the physician considers an electrode revision. The electrode was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp bend in the electrode body in the region approximately 72-76 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal electrode, proximal electrode, and high voltage cables were all fractured in the area of the bend. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed inappropriate shock to the patient.